Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alleging under delivery. The customer¿s blood glucose level was 313 mg/dl at the time of incident. Customer stated the other blood glucose value was 204 mg/dl, 200 mg/dl to 210 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer also stated the reservoir had air bubble. Customer declined troubleshooting. The insulin pump and reservoir will not be returned for analysis.